Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that a non treated episode was recorded due to noise/oversensing via remote monitoring involving this device. Additional troubleshooting took place. It was noted that noise was seen when the patient pushed their arms strongly against somebody and pressed their hands together. The patient was asked to lie down which showed noise. The device was finally reprogrammed to the primary sensing vector with smartpass filter on. No noise was observed with manipulation in the primary sensing vector. A request for review was sent to technical services (ts). A review of the device data by ts noted the recorded episodes were caused by oversensing of non physiologic high amplitude artifacts and baseline shifting. Ts discussed performing a high resolution x-ray and doing a deep evaluation of the system. Additional information noted that the patient was seen following noise episodes recorded in (B)(6) 2021 and artifacts as well as baseline shifting was observed. After performing a few x-rays the physician suspected a poor connection with the electrode and device. Since the patient was in primary prevention the device was deactivated to prevent inappropriate shocks. A follow up took place prior to the explant of the system and noise was not reproduced. Small amplitude signals were seen in all sensing vectors. The electrode was returned. It was noted that the electrode was not disconnected from the device during explant. No additional adverse patient effects were reported.

Event description:
It was reported that a non treated episode was recorded due to noise/oversensing via remote monitoring involving this device. Additional troubleshooting took place. It was noted that noise was seen when the patient pushed their arms strongly against somebody and pressed their hands together. The patient was asked to lie down which showed noise. The device was finally reprogrammed to the primary sensing vector with smartpass filter on. No noise was observed with manipulation in the primary sensing vector. A request for review was sent to technical services (ts). A review of the device data by ts noted the recorded episodes were caused by oversensing of non physiologic high amplitude artifacts and baseline shifting. Ts discussed performing a high resolution x-ray and doing a deep evaluation of the system. Additional information noted that the patient was seen following noise episodes recorded in (B)(6) 2021 and artifacts as well as baseline shifting was observed. After performing a few x-rays the physician suspected a poor connection with the electrode and device. Since the patient was in primary prevention the device was deactivated to prevent inappropriate shocks. A follow up took place prior to the explant of the system and noise was not reproduced. Small amplitude signals were seen in all sensing vectors. The system will be returned as the electrode was not disconnected from the device during explant. No additional adverse patient effects were reported.